Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. She stated that the blood glucose reading was 40 mg/dl and that she was never alerted by the insulin pump that the blood glucose was low. She stated that the sensor readings were inaccurate by forty or fifty points. Customer treated with food and glucose tablets. Nothing further was reported.